Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have the curved blade broken at the base. A piece measuring approximately 0.462" x 0.084" in size was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade showed damage which may indicate potential mishandling/misuse. The inner tube was broken at the hinges, causing the clamp arm to hang loose. Additional observation(s) not reported by the customer was that the instrument was found to have the inner tube broken. The slots on the inner tube were broken where the clamp arm hinges, causing the clamp to dislodge. No pieces were found missing.

Manufacturer narrative:
The harmonic ace instrument has not been returned to intuitive for failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure the blade of the harmonic ace instrument was suddenly broken. The instrument was inspected prior to use. Surgeon was grasping tissue when the issue occurred. The instrument did not collide with any other instruments during the procedure. A fragment fell into the patient and was retrieved same procedure. The procedure was completed with no report of injury. The instrument is available for review.